Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose reading of 50 mg/dl and a sensor glucose reading of 96 mg/dl. Customer was able to treat for her blood glucose. Customer tried a replacement sensor and had the same issues between readings. Customer stated that the transmitter was the issue. The transmitter will be replaced. Customer declined troubleshooting for her blood glucose.